Event description:
An olympus sales representative reported on behalf of the customer that the evis exera iii gastrointestinal videoscope was reprocessed incorrectly. The customer discovered a broken cleaning brush that popped out of the suction port of the scope. The issue was found during a reprocessing procedure. A new cleaning brush was used which was able to enter all channels for cleaning, and the cycle was completed in the reprocessor with no further errors. The brush used was from medline, and it had a brush on both ends. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6) and (B)(6).

Manufacturer narrative:
The customer later confirmed that an irrigation pump was used, as well as suction throughout the procedure; the suction was continuous, while the irrigation was intermittent. Post procedure, irrigation as well as disinfectant was aspirated through the scope at bedside prior to being taken to the washroom. All ports/channels, suction, irrigation/aspiration were checked during pre-procedure set up of the device, and were cleaned immediately post-procedure. The customer confirmed that they use disposable endo buttons, suction tubing, and water port valves. The device was returned to olympus for evaluation. The device evaluation found a cracked big image guide, tiny edge chipped image guide, minor edge chipped objective lens, switch number 1 had 15g. The image guide bundle was ok, the body control unit tabs were ok, scratched not catching cotton insertion tube, the name plate was ok, and the mouthpiece was ok. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.